Manufacturer narrative:
The single port fenestrated bipolar forceps instrument was transferred to the failure analysis engineer (fae). Fae confirmed failure analysis (fa) initial findings. Fa codes were updated based on a review of the images. The instrument appears to exhibit thermal damage on both sides of the damaged molded insulator. It was not obvious if the chipping observed in initial fa was before or after the thermal damage had occurred. The thermal damage appears to be on the metal grip portion of the grip with the observed damaged as well as indicated by the discoloration on the metal near the chips.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the single port fenestrated bipolar forceps instrument gray part at the tip had developed a crack. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that there were no fragments from the device that fell into the patient during use. It is unknown whether any missing material occurred outside of a surgical procedure, and it is also unknown if the patient returned to the hospital with post-surgical complications related to retained foreign material. No actions regarding fragment retrieval were required, as there were no reports of fragments falling into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have a broken molded insulator on the lower jaw. The broken molded insulator appears as slight chips on the molded insulator. Two areas on the lower jaw appears chipped off. The broken pieces were not returned with the instrument. Although the molded insulators are broken, the grip tip was still attached. Visual inspection was performed and found no external damage to the housing or main tube. The housing was removed for inspection and found no internal damages. The input disks were manually articulated with no issues. The grip knob was able to rotate, allowing the grips to open/close without any issues. Additional finding(s) related to the customer reported complaint: the instrument was found to have a detached fragment. Smaller fragments were not returned and were likely caused by the broken over molded insulator. The root cause is typically attributed to the use conditions. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument tip during handling, insertion, usage (overloading), or removal.